Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, during preclosing, the proglide could not be retrieved from the patient anatomy. It was removed by cut down. Hemostasis was achieved with surgical intervention. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device entrapment/difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. However, it is possible that high angle of insertion or excessive downward force contributed to the observed guide bend and separation. The guide damage resulted in a bilateral cuff miss and the foot remaining deployed. The deployed foot likely resulted in the difficulty to remove the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.